Manufacturer narrative:
(B)(4). Report source, foreign ¿ event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. As the lot number of the device is unknown, DHR reviews could not be performed. Root cause could not be determined. If further information is found that would change or alter any conclusions reached, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee procedure as the surgeon placed the im link into the im rod and oxford medium femoral drill guide, the item broke. The surgeon finish the operation by using the older instruments, that was still on the set. No patient consequences were reported.